Event description:
The lay user/pt contacted lifescan in 2007 and alleged that her one touch ultrasmart meter was reading inaccurately erratic. The medical affairs specialist (mas) called and spoke with the pt on the following month and obtained additional info. The pt informed the mas that one day prior to original date around 10:00pm, she tested and obtained results of 84 mg/dl and 127 mg/dl. She verified that these results were performed greater than 20 minutes apart. However, the pt also mentioned that a day prior to that (one day earlier), at an unk time, she had obtained a result of "300 something". She called her doctor since she "felt like falling down". Her doctor advised her to take 4 units of novolin insulin per her sliding scale. However, " a few minutes" after taking the insulin, she felt dizzy. The pt stated that she normally feels dizzy when her blood glucose is low. She did not test her blood glucose level on the meter at that time, but treated herself to a strawberry jelly sandwich. After 15-20 minutes, she felt better. At the time of troubleshooting, it was verified that the meter was set in the right unit of measurement (mg/dl). The pt's testing technique was reviewed to be correct, and she was also cleaning the puncture area properly. She walked through a control solution test, which passed within range. This complaint is reported, because the pt alleged she was advised by her doctor to take insulin per her sliding scale based on the subject meter's result. She further claims that she later felt dizzy and felt better after eating food. Control solution test passed within range. Replacement products were sent to the lay user/pt.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet received them, if either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.